Event description:
It was reported to philips that the system's suite computer was not functioning properly, which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.